Event description:
On (B)(6) 2022, genmark was advised of unexpected negative results, for sars-cov-2, on the eplex rp2 panel tested on (B)(6) 2022. A second sample was collected from eth same patient where sars-cov-2 was detected on the same day. On (B)(6), the second sample was run twice with sars-cov-2 detected once and not detected once. Data was analyzed per internal procedures and robust internal control signals were generated for all runs. Comparator testing was not conducted and effect on patient treatment in unknown.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 91187545 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the (B)(4).